Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had insulin flow blocked alarm. The customer's blood glucose was 519 mg/dl. Customer stated that the insulin did not exit and insulin pump alarmed insulin flow blocked. They ran an additional prime on the device and insulin exited. They were advised to change the infusion set. The insulin pump will not be returned for analysis.